Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow up, the pulse generator exhibited premature battery depletion. No intervention was performed. The device remained implanted. The patient would continue to be monitored.